Event description:
It was reported that an unspecified issue occurred with the sensor. The patient stated they could not remember the exact message on the cgm and few event details. On (B)(6) 2022 at 3:00 am, the patient had some chest pain, and later that morning he inserted the sensor in his abdomen. He reported no issues with the sensor for the remainder of the day. Early the next morning he had chest pains and felt funny. He was not sure if he was hypoglycemic. The cgm appeared to be tracking however there were 'big dots and spacing between the dots on his receiver'. After he ate breakfast he had a severe low and his mother called emergency medical services (ems). He was told that the paramedics did a bg finger stick (22 mg/dl) and the cgm was reading a severe low value (the value was not specified). He thinks the paramedics started IV dextrose and then took him to the hospital. The sensor was removed for diagnostic imaging and x-rays. His condition improved and after 3 days he was discharged. At the time of the report, the patient had a headache and limited memory of the event. His bg finger stick was 196 mg/dl. He no longer had chest pain, and felt his condition was slowly improving. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.